Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient experiencing more kinking of the infusion tubing on (B)(6) 2025 the patient was having symptoms like rigidity and shortness of breath. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.